Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced due to infection. The physician assessed the event as not related to the device. No further information has been obtained despite good faith efforts.

Event description:
It was reported the patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced due to infection. The physician assessed the event as not related to the device. No further information has been obtained despite good faith efforts.